Manufacturer narrative:
(B)(4). Service engineer (se) inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb) and backlight inverter pcb. The ventilator passed the entire required testing.

Event description:
It was reported that during patient use, the ventilator had a blank screen. Breath delivery was not interrupted but the patient was transferred to another ventilator with no harm.